Manufacturer narrative:
Additional information: the inflation pressure applied was 10 atm and the issue occurred on the first inflation. Image review: image 1: the image shows the proximal and distal ends of a balloon device with a shelf carton in the background. The lot number on the shelf carton matches the lot number provided on gch. The type of inflation in the image indicates damage to the distal inflation lumen, proximal to the balloon and balloon bond. This area is weakened and when pressure is applied to inflate the balloon the damaged section of the shaft also inflates. Image 2: the image provided shows an inflation device and the distal end of a balloon device. The type of inflation in the image indicates damage to the distal inflation lumen, proximal to the balloon and balloon bond. This area is weakened and when pressure is applied to inflate the balloon the damaged section of the shaft also inflates. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: two images were provided for review. The first image shows the proximal and distal ends of a balloon device with a shelf carton in the background. The lot number on the shelf carton matches the lot number provided. The second image provided shows an inflation device and the distal end of a balloon device. The type of inflation in the images indicate damage to the distal inflation lumen, proximal to the balloon and balloon bond. This area is weakened and when pressure is applied to inflate the balloon the damaged section of the shaft also inflates. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one nc sprinter coronary balloon inflated normally; however, the balloon shaft also inflated. It was also reported that there was difficulty removing the balloon following balloon inflation. The device was being used to post dilate a stent after deployment when the issue arose. The balloon did not fail to deflate. Sufficient time was given to the balloon to be deflated prior to the removal attempt. The lesion being treated was moderately tortuous, moderately calcified, with 85% stenosis and located in the proximal left main coronary artery. It was not difficult to remove the protective sheath or the packaging stylette. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery; the device was pushed normally. A concentration of 300 mgl/ml contrast/saline was used. The device was not moved or repositioned while inflated. The balloon was removed from the patient, and intervention was not needed to remove the balloon from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned for analysis with multiple kinks on the hypo-tube. The balloon is in a post inflated state and the balloon bond has expanded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.